Event description:
While injecting, contrast is not coming out of the distal part of catheter, but through the proximal part (the white part of the catheter). The catheter was removed and anther ultraflow was used. No patient injury reported.

Manufacturer narrative:
The devices in this case could not be returned for evaluation. Production lot history review did not reveal any non-conformances that would have contributed to the reported event. The product met the acceptance criteria prior to release. The description of the event is consistent with a rupture caused by catheter over-pressurization. Through simulation, a failure of this nature could typically be created by over-pressurization while the catheter has a severe restriction (kink or occlusion). The dynamic burst pressure of an ultraflow catheter with an unrestricted lumen is well above the pressure that would typically be generated in this clinical setting. The IFU includes warnings/information regarding catheter over-pressurization. A warning in the IFU states: "infusion pressure with this device should not exceed 690 kpa (100 psi) pressure in excess of 690 kpa (100 psi) may result in catheter rupture, possibly resulting in patient injury.